Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the devices locked down and would not open. It is unk on what firing this occurred. The devices were not stuck on tissue, they were fired outside of the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.